Event description:
It was reported when using the unspecified bd gel tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "while using the bd tubes (gel) they have noticed clots in tubes. It was noted: "the issue is related to pre-analytical process."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and hemolysis was observed. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. An on-site review of collections practices indicated the root cause was due to improper pre-analytical collection practices.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd gel tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "while using the bd tubes (gel) they have noticed clots in tubes. It was noted: "the issue is related to pre-analytical process."